Manufacturer narrative:
Device was used for treatment, not diagnosis. The actual device has been returned and is currently pending evaluation. Once the evaluation of the device has been completed, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported that during pre-surgery testing it was observed that the bearings fell out of the attachment device. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
Device was used for treatment, not diagnosis. The date returned to manufacturer was documented as aug 20, 2018 on the initial report. This date has been updated to aug 22, 2018. If additional information should become available, a supplemental medwatch report will be submitted accordingly. Device evaluation: the actual device was returned for evaluation. The attachment device was evaluated and the reported condition that the bearings of the device fell out was confirmed. An assessment was performed and it was observed that the device was missing the bearing stack screw, the bearings and spacers, and the laser marking and color ring were faded. It was determined that this condition was due to degradation of the loctite thread locker adhesion to the threaded mating inner locking mechanism components from normal use over time causing the bearing stack screw to loosen and fall out along with the spacers and bearings. The assignable root cause was determined to be due to wear from normal use over time. Additionally, the device history review was performed and no non-conformances were detected related to the reported condition. If additional information should become available, a supplemental medwatch will be submitted accordingly.